Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 245 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer was not able to troubleshoot; therefore, the cause of occlusion could not be determined. Reservoir and infusion set would be sent for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.